Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. Pil was able to confirm ventilator inoperable alarm on the system pca and root cause was software. Pil visually inspected system for visual defects and found none. Pil reviewed event log from the service center and noted e--155 in the log. The triology evo system pca was installed on the triology evo stb. The stb then alarmed for ventilator inoperable immediately, pil then unlatched the e-155 on the system pca via raspsin commands. Pil then ran therapy for approximately 1 hour and e-155 did not reoccur. Pil now concluded that the system pca now operates as designed after the e-155 unlatched. The triology evo system pca has been scrapped. Pil is unable to confirm a failure of a buzzer. Pil visually inspected the triology evo backup buzzer for visual defects and found none. The event log was unavailable. Pil installed the triology evo backup buzzer on trioloy evo stb and noted tone from buzzer at startup. Pil then removed all power sources and created hardware power fail condition and noted a tone from buzzer. Pil then tested the buzzer on pil trioloy evo multifunctional test station and passed all test. Pil concludes the buzzer operates as designed. The triology evo backup buzzer has been scrapped. The blower assembly was returned to riql for the failure of contamination. The failure of contamination for the blower assembly cannot further investigated to determine root cause. The machine flow sensor assembly was returned to riql for the failure of contamination. The failure of contamination for the machine flow sensor cannot further investigated to determine root cause. No further evaluation activities are required at this time. There were three errors found. The manufacturer concludes that they upgraded sw version to latest revision and calibrated the blower.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device evaluation was done by manufacturer. System pca- the triology system pca has been scrapped. Buzzer- the triology evo backup buzzer has been scrapped. Blower assembly- the blower assembly was returned to riql for failure of contamination. The failure of contamination for blower assembly cannot be further investigated to determine a root cause. No further evaluation activities are required at this time. Flow sensor-the flow sensor was returned to riql for failure of contamination. The failure is being investigated under CAPA (B)(4). No further evaluation activities are required at this time. The manufacturer concludes that they upgraded sw version to latest revision and calibrated the blower. Section h6 has been updated in this report.